Event description:
It was reported that about 3 weeks ago from the date of this report, it was noted that the catheter was not functioning, "unsure what was wrong with the catheter". A replacement was scheduled on (B)(6) 2012. Patient had been given oral baclofen. Patient had gone through withdrawal and was treated for pneumonia, was hospitalized and treated for bilateral feet swelling. These symptoms resolved and patient was released from hospital. Presently, the pump pocket site was extremely tender to touch, there was no redness but there was a slight swelling "around some area of the pump pocket". Patient's right arm was now swollen. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter: model 8598a, serial# (B)(4), implanted: (B)(6) 2010, explanted: unk.